Event description:
Information received by medtronic indicated that the pump was cracked. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged cosmetic damage located at the battery side and exposure to moisture found on (B)(6) 2022. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error appearing during displacement test. The pump passed the self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error during testing on 12/15/2022 at 09:09:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, and motor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Cosmetic damage was confirmed at the battery side. Exposure to moisture was confirmed found on pcba 1, pcba 2, motor flex cable, lcd flex connector on electrical boards, and force sensor. Pump error 37 was confirmed during testing due to moisture damage the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.